Event description:
In 2005, this patient experienced restenosis of two previously placed cypher stents. This was treated with re-ptca. The event was likely related to the device and was unrelated to the procedure. The event was severe and serious requiring 4 days of inpatient hospitalization. The event resolved without sequelae. Pt cardiovascular history includes a previous ptca. Pt has a risk factor of hyperlipidemia. There is no history of diabetes. The patient presented with unstable angina (iib) and 3-vessel coronary disease. The pre-procedure medications included: ticlid, statins, beta-blockers, and anti-anginals. The pre-procedure cardiac enzymes were not available.